Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer addressed the issue by changing the infusion set and cartridge and then resumed insulin therapy.